Event description:
It was reported that the intra-aortic balloon pump(iabp) had an helium loss alarm. The iabp would not restart after the alarm. Therefore, the iabp was exchanged for another iabp. No consequence to the patient. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss alarm" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump(iabp) had an helium loss alarm. The iabp would not restart after the alarm. Therefore, the iabp was exchanged for another iabp. No consequence to the patient. There was no report of patient death, serious injury or complications.